Event description:
Bag of inflated latex balloons marked "home care" were left on chair outside closed hospice office. Reporter walked through corridor where chair with balloons was located. Reporter experienced a latex reaction, including an asthma attack, shortness of breath and loss of voice. Treated with prednisone 60 mg, benadryl 100 mg, proventil hfa 2 puffs and xopenex 0.63 mg in nebulizer. Xopenex 0.63 mg in nebulizer. Notified, risk manager and dr.